Manufacturer narrative:
Isi received the sureform 60 stapler involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed a firing failure per review of logs; however, in-house testing did not replicate the firing failure. The instrument was tested in house and passed all functional tests without any issues. No damage found. Logs confirm reported complaint. The logs are not available for the sureform 60 instrument, however, kibana does show the usage of this instrument. This instrument was installed 3 times and fired qty 3 blue reloads. First firing was completed with 1 pause for compression. Second firing was completed with no pauses. Third firing had 4 pauses for compression and resulted in a tissue too thick to continue firing failure at 92% completion. There were no incomplete clamps in any of the three installs. An isi failure analysis engineer (fae) reviewed the stapler logs for this event. The logs showed the sureform 60 stapler instrument (part #480460-09 / lot #l90200519-0286) was last used on (B)(6) 2020 during this reported procedure with system sk2418. The sureform 60 stapler instrument fired 3 sureform 60 reloads with 9 lives remaining. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. A clinical development engineer (cde) reviewed three images from the customer. The images show stomach tissue that is stapled but not completely transected. There are some fully formed and some partially formed staples in both the transected and non-transected tissue. There is no excessive blood in the images. This complaint is being reported due to the following conclusion: during a da vinci assisted gastric bypass surgical procedure, the I-beam of the sureform 60 stapler instrument was pulling/dragging the patient¿s tissue during a second firing of the gastric pouch and an error message appeared. The tissue was torn, and the surgical staff had to determine another resection line more medial. There were malformed staples. The surgeon used a backup sureform 60 stapler to complete the stapling process. The case was completed robotically.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the I-beam of the sureform 60 stapler instrument was pulling/dragging the patient¿s tissue during a second firing of the gastric pouch. After firing about 40-50 mm, the surgical staff received a ¿tissue was too thick to continue¿ message. The surgeon was using a blue reload at the time of the event. There was no tissue tension or bunching during the stapler clamping sequence. It was noted that there were obstructions between the jaws of the sureform 60 stapler instrument. The surgical staff replaced the sureform 60 stapler instrument with a back-up instrument of the same kind and continued with the case. There are photographic images of the device(s) or a video recording of the procedure. The procedure was completed as planned with no report of patient harm, injury, or adverse outcome. On 06-jan-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the clinical sales representative (csr) was present during the surgical procedure. The sureform 60 stapler instrument was reportedly inspected prior to use, and no issues were noted. The surgeon chose the sureform 60 blue reload because that¿s what he normally uses on the gastric pouch. There was no buttress material used. The surgeon did not experience any clamping issues prior to firing the sureform 60 blue reload. The target tissue was not calcified, nor exposed to radiation or chemotherapy. When firing, the I-beam was pulling/dragging the patient¿s tissue with it. The tissue was torn, and the surgical staff had to determine another resection line more medial. There were malformed staples. There were staples between the jaws of the sureform 60 stapler instrument from the first firing of the gastric pouch. The patient did not experience any post-operative complications. The surgeon saw the patient in the clinic, and she was doing well. The sureform 60 blue reload would not be returned; however, the sureform 60 stapler instrument would be returned to intuitive surgical, inc. (Isi) for evaluation. There are photographic images of the procedure available for isi review. The procedure was performed on a 50-year-old white female who weighed 240 lbs. The patient had a lap band procedure, lap band removal, and a sleeve gastrectomy prior to the procedure. No additional patient-related information was available. On 11-jan-2021, isi obtained the following additional clarification on the reported event from adam hussin, clinical sales representative (csr): the csr stated that the issue occurred during the 2nd staple fire. The surgeon experienced no issue clamping down the sureform60 stapler instrument. There were pauses for compression during the fire. The staple fired up to 30-40 mm, and then stopped firing. The first 30-40 mm the staples were formed; however, the tissue was dragged, and the staple line was not ¿clean.¿ the surgeon then used a backup sf60 instrument with a backup reload and fired a clean staple line adjacent. Although there was some additional gastric tissue resected, the surgeon was not concerned of the surgical outcome. The procedure was completed with no further issues.